Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (65 mg/dl). Customer stated the cause for low bg levels was due to exercising. Customer ate marshmallows to bring bg levels back to target range.